Event description:
Major pump unit(s) involved: device thrombosis.additional text: both red and white clot in the pumping chamber.specific component(s) involved: pump drive unit malfunction.additional text: clot located between the inlet stader and the impeller pump.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.